Event description:
1 hour docetaxel total volume of 155 ml (milliliters) was programmed into the pump. Chemotherapy bag finished 27 minutes early. Settings verified by 2 registered nurses and a pharmacist as correct. Pump stated 70 ml were to be left in bag when bag was actually empty. Pharmacist verified initial bag fluid amount. Pump and channels were taken out of use.